Event description:
It was reported that balloon rupture occurred. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.